Event description:
Unit leaks at buttons. Confirmed complaint: leaking valve body o ring. Inlet tube slightly bent but not cracked. Cryo tip wrapped in electrical tape preventing proper seal on unit. Replaced valve body o rings. Straightened tube. Cleaned cryo tip. Repair order (B)(4). Ll100 cryosurgical 900001 e-complaint - (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Unit leaks at buttons confirmed complaint: leaking valve body o ring. Inlet tube slightly bent but not cracked. Cryo tip wrapped in electrical tape preventing proper seal on unit. Replaced valve body o rings. Straightened tube. Cleaned cryo tip. Repair order (B)(4). 1216677-2022-00166-1 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. Review DHR . Inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/17/2018 under wo #(B)(4) and shipped on 07/19/2019. Manufacturing record review: DHR 246357 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed minor physical damage to the inlet tube. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: a definitive root cause is not determinable. Complaint was confirmed with a leak from the main body valve. The replacement of a pair of o-rings (p/n 107500) addressed the leak, but no other information is available on the replaced o-rings. Although the o-rings were not reviewed further their replacements may suggest the potential for wear. The cryo-tip units are not designed to operate with electrical tape wrapped around them. Use of the device, when altered, will impact the device function. The tape, in this instance, will prevent a proper seal. Corrective actions the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training is required. *was the complaint confirmed? Yes.